Event description:
It was reported that at 23:00 on (B)(6) 2026, when the nurse was preparing to turn the patient, it was found that the foley catheter had spontaneously dislodged and the balloon was empty. After re-inflating the balloon, there was a leakage, and it was determined that the cause of the catheter dislodgement was balloon rupture. This catheter was a three-way catheter and can be used for 30 days. The catheter was indwelled at 10:00 on (B)(6) 2026. Subsequently, the catheter was reinserted for the patient according to medical instructions. This incident may lead to urinary retention, urinary tract infection, and other conditions in the patient. No other instruments were used in combination.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.